Event description:
It was reported the patient's system seemed to be working intermittently the past couple of days. The patient felt stimulation, however, it ¿did not seem to work like it was before.¿ the patient's stimulation feeling was not intermittent. The patient was having ¿a little bit of an issue¿. The patient had had issues in the past, it gets worse, and the patient would go for reprogramming. Patient had a loss of therapeutic effect and at then end of the day, they couldn¿t go at all. The patient had the implant for urinary retention and ¿had to catheterize more often vs. The device working 99% in the last couple days.¿ the patient didn't usually catheterize at all.

Manufacturer narrative:
Product ID 3093-28, lot# v234161, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).